Event description:
It was noted that a pt on an atmosair pressure relief mattress experienced skin breakdown on the sacrum after 14 days. After debriding, it was classified as a stage iii pressure ulcer.

Manufacturer narrative:
Follow-up report will be submitted when evaluation is completed.